Event description:
The customer reported to olympus the evis exera iii colonovideoscope had foreign materials stuck inside the device. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Additionally, the device evaluation found the cleaning brush was unable to be inserted due to the clog, the right/left and up/down control knobs were loose, there were scratches on the distal end plastic cover, the objective lens and light guide lens cement was chipped and peeling, the adhesive on the protective coating of the bending portion of the device was cracked, and the light tube had minor buckles. The investigation is ongoing and follow-up with the user facility is currently being performed. The customer provided information regarding cleaning steps. The device was cleaned and disinfected before it was sent in for repair. It is unknown when the foreign material adhered to the device, but they are believed to be seeds from salmon berries. There was no delay in the start of the pre-cleaning and water was aspirated through the instrument/suction channel. There were no abnormalities with the accessories used for reprocessing and the device was pre-soaked in detergent. The instrument channel, channel port, and suction cylinder were brushed with gauze, a brush, or a sponge. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material was berry seeds which were ingested by the patient, which clogged the biopsy channel. Olympus will continue to monitor field performance for this device.